Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a box change procedure, insulation damage was visually confirmed by the physician on the right ventricular (rv) lead. A device image was reviewed by abbott, but insulation damage was unable to be confirmed. Furthermore, a loss of pacing and a loss of capture was observed on the rv lead. As a result, the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.